Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to provide further information or troubleshoot with tandem technical support. There was no reported impact to customer's blood glucose.